Event description:
It was reported that the patient had vasoplegia and metabolic acidosis post-implantation on (B)(6) 2022. The patient's compensated ph was 7.42, but their serum bicarbonate was 19 and lactate was 9.4. Of note, the patient had constipation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
This file was determined to be supplemental information to MFR. Report # (B)(4). The manufacturer is closing the file on this event.

Manufacturer narrative:
This per was determined to be supplemental information to per-2022-0057486. The investigation findings will be submitted under MFR 2916596-2022-10927.